Manufacturer narrative:
The subject device was received and evaluated. Device evaluation was performed, service repair noted the error description/customer reported issue could be confirmed. However, no error code was displayed during inspection. Furthermore, inspection found there is a gap of adhesive on the distal end gap between acoustic lens and ultrasound probe, stain entered the lens through the gap. Distal end found with a crack and gap has occurred. This condition was due to damage /deformation due to physical stress caused by handling. Additionally, the following defects/findings were identified during device inspection: due to wear of forceps elevator (fe) lever, up/down knob cannot locked securely. Cp-plate is deformed. S-cylinder has discoloration. S-connector has corrosion due to water leakage. Plate has corrosion due to water leakage. ID-cover has corrosion due to water leakage. Cover joint has discoloration due to water leakage. Scope ID has corrosion due to water leakage. Distal end has a scratch. Adhesive around objective lens has wear. Objective lens has discoloration. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on condenser unit, the insulation resistance between evis and us connector does not meet the standard. Usc case has discoloration. Ultrasonic connector has discoloration due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the loaner device reported that there was no more image transmission to the sono device, despite sono cable change and sono device change. There was no patient involvement on this reported issue. No harm, no user injury reported. Device evaluation found gap between acoustic lens and ultrasound probe, the distal end found with a crack. This report is being submitted due to the finding of gap between acoustic lens and ultrasound probe, the distal end found with a crack (stain entered inside the lens through the gap, damage/deformation due to physical stress caused by handling) identified during device inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe and the observed tip crack could not be determined. The event can be prevented by following the instructions for use which state: ¿warning¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.